Event description:
It was reported that during right middle cerebral artery (mca) intracranial stenosis case, the subject stent delivery system encountered difficulty in passing through the curved vascular segment near the lesion. Consequently, the subject stent delivery system was withdrawn from the body, during which a portion of the stent prematurely deployed from the outer sheath. The procedure was completed successfully with another device without any clinical consequences to the patient.

Event description:
It was reported that during right middle cerebral artery (mca) intracranial stenosis case, the subject stent delivery system encountered difficulty in passing through the curved vascular segment near the lesion. Consequently, the subject stent delivery system was withdrawn from the body, during which a portion of the stent prematurely deployed from the outer sheath. The procedure was completed successfully with another device without any clinical consequences to the patient.

Manufacturer narrative:
D9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that subject stent was received in a partially deployed condition. Dried blood was present at the distal tip of the delivery catheter preventing the device from being flushed and preventing the stent from being fully deployed by advancing the stent stabilizer. The stent was able to be removed and was noted to be intact. All four marker bands were present on both ends of the stent. Dried blood was present on the proximal end of the stent. The system was flushed; slight friction was noted when the stent stabilizer was removed from the delivery catheter. The stent stabilizer was flattened/crushed at the distal end and delivery catheter was noted to be flattened/crushed towards the distal end. Functional inspection revealed stent was unable to be deployed due to the presence of dried blood at the distal tip of the delivery catheter. A 0.032" mandrel was able to be completely pushed through the outer catheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) code 'stent partial deployment' was confirmed during analysis. The remaining ar code 'stent delivery catheter friction' was replicated during device analysis. The analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient's anatomy was reported as 'severely tortuous' with 80% stenosis and 60% calcification at the lesion. It was reported that 'prior to the procedure, the stent was confirmed to be intact. After thorough rinsing, the stent was delivered via the guidewire. However, the stent delivery system encountered difficulty in passing through the curved vascular segment near the lesion. Despite multiple attempts by the surgeon, the system failed to traverse the lesion. Consequently, the stent delivery system was withdrawn from the body, during which a portion of the stent prematurely deployed from the outer sheath'. In the additional information received, it was reported that the physician answered that the anatomy and/or location of the intended treatment area may have contributed to the reported event. The stent was returned for analysis partially deployed from the distal tip of the subject outer catheter (delivery catheter). This is aligned with the information provided. The stent was initially stuck and was difficult to remove from the outer catheter. Once removed, the stent was inspected and noted to be undamaged. The outer catheter (stent delivery catheter) was flattened/crushed towards the distal end. The stabilizer was also flattened/crushed in the same location near the distal end of the device. Resistance/friction was noted when removing the stabilizer from the outer catheter. It is likely that the tortuosity of the target vessel, combined with the high level of stenosis and calcification, prevented the subject stent system from being advanced past the stenosis. The as reported stent delivery catheter friction and stent partial deployment as well as the as analyzed stent partial deployment, stent delivery catheter friction, stent failed/unable to deploy, stent delivery catheter flat/crushed, stent stabilizer deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.